Event description:
Customer reported an issue related to updating time, personal profile, or biq/ciq settings, including sleep schedules. Blood glucose level was displayed as "low," indicating an adverse impact. Customer addressed the low blood glucose level by consuming carbohydrates and using a glucagon injection, without requiring third-party assistance for incapacitation. Technical support assisted in updating basal rate settings and advised consultation with a healthcare professional for future updates.